Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed activation (clip deployment) associated with the difficulty separating the clip from the dc appears to be due to procedural circumstances (dc not optimally aligned with clip), as troubleshooting was successful. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report difficulties with activation. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4. A mitraclip xtw was used, but difficulties detaching the clip during deployment occurred. The clip was ultimately implanted. The mr was reduced to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.